Event description:
The complainant alleged during incoming inspection of the product, the device's pacer rate knob could not be adjusted. The complainant indicated that there was no patient involvement in the reported malfunction.